Event description:
During the initial implant procedure, the left ventricular (lv) lead was unable to be implanted due to incompatible patient anatomy. The right ventricular (rv) and atrial leads were successfully placed and upon connecting to the device, oversensing due to crosstalk was observed. In addition, the crosstalk appeared to cause a pacing anomaly. The device was reprogrammed, and the procedure was completed. At a later date, lv lead implantation was reattempted successfully and no further crosstalk or pacing anomalies were observed.

Manufacturer narrative:
The reported event of no pacing delivered was confirmed. Based on the information provided, it was determined that the detection of the crosstalk event overlapping with the end of the ventricular blanking period resulted in inappropriate inhibition of ventricular pacing and also a missing ventricular sensing marker. The reported event was caused by a limitation of the firmware implementation.